Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient identifier: (B)(6). Sex: female age (at time of consent): 64 years model: lxmc15 device lot number: 28094 date of surgery: (B)(6) 2022. Adverse event term: dysphagia site awareness date: (B)(6). Drug therapy: yes, awareness date : (B)(6) 2022 (B)(6) 2022, outcome: recovering/resolving. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : yes, if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank,yes. Relationship to study device : blank, causal relationship. Severity : blank, mild. Relationship to study procedure : blank, causal relationship. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient experience, dysphagia.

Manufacturer narrative:
(B)(4). Date sent: 9/9/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number 28094, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2023. Additional information received: diagnostic imaging: no; yes. Outcome: recovering/resolving; not recovered/not resolved.

Manufacturer narrative:
(B)(4). Date sent: 6/15/2023. Additional information received: end date : blank => 20 apr 2023. Outcome : not recovered/not resolved => recovered/resolved.

Manufacturer narrative:
(B)(4); date sent: 10/28/2022. Additional information received: if the event is marked as being related to the procedure, indicate which procedure the event is related to : blank - index.